Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision operative note reported significant amount of metallosis found upon entering the joint and around the trochanteric region. There was also cystic changes noted, and a large pseudotumor was found around the acetabulum. It also stated that the acetabular component was found to be grossly loose and vertical and there were some superior and posterior bone loss in the acetabular bone. Examination notes reported pain and high metal levels. Laboratory values of cobalt and chromium were above 7 ppb. Stem and sleeve were added due to the reported high metal levels. No lot information provided. This complaint was updated on: jun 1, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.